Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During variax foot surgery, the tip of the driver broke when the surgeon was inserting a screw. The broken tip was removed and the surgery was finished.

Manufacturer narrative:
The reported event that the screwdriver blade variax ao, t7, self retaining was allegedly broken during surgery could be confirmed, since the returned device matched the reported failure. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by overtorqueing of the device. The device was probably subjected to an excessive force and this caused the blade to twist at a first stage and then ultimately break. The device inspection revealed that the blade is twisted and broken. The fracture pattern shows progression lines, which are consistent with overtorqueing of the device. Note, as stated in the product bulletin: ¿very importantly, the engineered failure mode of the blade system is ductile torsional deformation of the blade. This mode of failure is designed to protect the patient from brittle, steel-fragment-producing failure. Because the stryker design team did not want to compromise this inherent safety feature (by reducing ductility to increase strength), the torsional strength of the system has been retained but not significantly increased. Note that a ductile deformation of the blade is evidence of application of excessive torque by the blade user.¿ note, as stated in the IFU: ''ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument; please remember that product systems may be subject to alterations that affect the compatibility of the instrument with other instruments or with implants! Special comments for application only use an instrument for its intended purpose. Improper use of instruments might lead to loss in function or usage; always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry; in the course of the operation, repeatedly check that the connections required for precise positioning between the implant and instruments, or between the instruments themselves, are secure.'' A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
During variax foot surgery, the tip of the driver broke when the surgeon was inserting a screw. The broken tip was removed and the surgery was finished.